Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for dead meter and high blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result. A week prior to initial call, the customer's blood sugar was high, 400-600 mg/dl, and went to the hospital. At the hospital, the customer's blood sugar was 600mg/dl. Customer was administered IV fluids and insulin to get her blood sugar down. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/23/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.